Event description:
It was reported, the camera head had an issue of high definition broken. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "high definition broken" was confirmed. Additional findings of multiple dead pixels on the image and a broken piece on the connector were discovered on the device evaluation. Based on the results of the investigation, it is likely that component failure following led to the malfunction. A device history review was completed, and no issues were identified. There is no indication that this device was not used in accordance with the IFU/labeling olympus will continue to monitor the field performance of this device.